Manufacturer narrative:
Additional information: due to characterization limit e.1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check, the system 98 intra-aortic balloon pump (iabp) helium cylinder was getting empty too fast. No patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: b5, g4 (PMA/510(k) revert g4 (PMA/510(k) to blank. A getinge field service engineer (fse) on dt: 22-11-2025- checked and found below mentioned spare part is defective and needs replacement as soon as possible: (d008-00-0311 tubing, regulator). On dt: 13-12-2025 - as per the discussion had with customer, customer was not interested to get repair their unit at the moment. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that during routine check the cs100 intra aortic balloon pump helium cylinder was getting empty too fast. Patient not involved and no harm reported.